Event description:
It was reported that during a da vinci-assisted general surgical procedure, the staff was encountering repeated c-83 and m-02 error messages. The staff tried to power cycle the erbe repeatedly with no change. The staff explained that there was nothing connected to the erbe when they were receiving the errors. The staff disconnected from the line to contact biomed about a second vision side cart or a force triad generator. As reported, the staff had not started the procedure at the time of the call. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the reported issue with customer getting errors c-83 and m-02 was confirmed. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. Fse power cycled the system and erbe 10 times to ensure no intermittent issues or errors occurred on the erbe. Fse also confirmed burning/cautery energy with multiple test instruments for monopolar and no bipolar energy and used multiple arms and both surgeon consoles. The system was thoroughly tested and verified as ready for use. Intuitive surgical, inc. (Isi) received, the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Per fa report, the reported system displayed m-02-4 error was confirmed and reproduced upon booted up the system. The unit will be returned to the original equipment manufacturer (OEM) for repair. Visual inspection of the unit found the bezel was discolored. This complaint is considered a reportable event due to the following conclusion: the customer was getting repeated errors, and the integrated electrosurgical generator unit (esu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.